Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20-38mmx3.0-3.5mm, eccentric, de-novo target lesion containing a lesion bend of between >45 and <90 degree was located in a mildly calcified left anterior descending artery. Standard procedure was followed in preparing the device. A 3.00x20mm synergy¿ drug-eluting stent was advanced but the device was unable to cross the lesion. When the device was removed, the proximal portion of the stent struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.